Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Provider alleges the afp stopped retracting back in and the consumer had to navigate her home with the afp retracted out as well as her swing away joystick allegedly not staying in place due to a broken belt which allegedly caused her to hit her leg on a wall.

Manufacturer narrative:
Afp only. Extreme customer abuse- the afp would not retract all the way back due to a contaminated/rusted lower microswitch.

Event description:
Provider alleges the afp stopped retracting back in and the consumer had to navigate her home with the afp retracted out as well as her swing away joystick allegedly not staying in place due to a broken belt which allegedly caused her to hit her leg on a wall.